Event description:
On (B)(6) 2013, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ping meter display was blinking white and then black and did not display a blood glucose result. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed the alleged issue began on (B)(6) ,2013 at approximately 1am in the morning. She was unable to obtain a blood glucose reading due to the alleged issue. The patient reportedly manages her diabetes with humalog insulin through pump therapy and administered her usual dose of 4 units of humalog at 3am and then administered 5 additional units at 5am. Approximately 4-5 hours after the alleged issue began, the reporter claimed that the patient went into "dka" and was taken to the emergency room at an unspecified time. Her blood glucose was tested using an unknown hospital device and a reading of "402mg/dl" was observed at approximately 10am on (B)(6) 2013. The patient was reportedly treated with IV fluids also at 10am. It was not specified how long the patient was in hospital for. At the time of troubleshooting, the cca noted that the issue was resolved with troubleshooting. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hyperglycemia that required medical intervention by a healthcare professional after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.